Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was carry-in from the r1 drain. The instrument is performing within specifications.

Event description:
The falsely elevated troponin I results were obtained on a pts' samples. The results were reported to the physicians who questioned the results. The original samples were retested on an alternate analyzer and negative results were obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was carry-in from the r1 drain.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was carry-in from the r1 drain. The instrument is performing within specs.

Event description:
The falsely elevated troponin I results were obtained on a patient's samples. The results were reported to the physicians who questioned the results. The original samples were retested on an alternative analyzer and negative results were obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was carry-in from the r1 drain.